Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was 1260 mg/dl. Customer addressed the elevated bg by changing the pump supplies, delivering a bolus via the pump, and a manual insulin injection. Customer went to the emergency room and was subsequently admitted into the intensive care unit. Reportedly the customer had a heart attack and stage 4 kidney failure. Customer was treated with intravenous fluids of saline and insulin, and pain medication for their heart. Treatment resolved the issue, and the customer was released on 1/28/2023.